Event description:
Procedure: roux-en-y. According to the reporter: after firing, the black return knob would not return and the jaws would not open. The device was removed, then add'l manual suturing was performed. Surgery time was extended by more than one hour.

Manufacturer narrative:
(B) (4). (B) (4).